Event description:
Boston scientific received information that this device was explanted due to unspecified sensing issue and noted exit block. The physician returned the product to rule out any confirmed malfunctions that may have cause or contributed to the observed clinical observations. No specific adverse patient effects had been reported.

Manufacturer narrative:
Laboratory inspection confirmed that the distal setscrew seal plug was lifted. Root cause was isolated to inadequate seal plug adhesive. Manufacturing enhancements have been implemented to increase the robustness of setscrew seal plug adhesive. There was body fluid contamination under the loose medical adhesive, around the distal terminal block and throughout the lead barrel. There were no holes in either of the seal plugs and the medical adhesive around the proximal seal plug was solidly attached all the way around the seal plug; header was solidly attached to the pg case. Fluid contamination within the lead barrel may have caused or contributed to the observed clinical sensing issues. Laboratory functional testing of the returned product, indicated there were no anomalies with sensing or pacing functions.